Manufacturer narrative:
The pump has been returned and evaluated by product analysis on 12/27/2013 with the following findings: a review of the pump¿s history showed one time and date reset to factory default. The pump was without power for more than 24 hours when the time/date reset occurred. During testing, the time and date was set accurately at the beginning of investigation. The pump was exercised for 24 hours; the pump¿s battery was then removed for six hours. The time and date did not reset. The pump¿s battery was then removed for 23 hours; when the pump powered back on, the time and date had not reset. The pump¿s cover was opened and no defect was found with the internal clock battery. The complaint could not be duplicated during testing. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
(B)(4)

Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a history/settings (time and date reset) issue. The reporter claimed that the pump's time was resetting to 12am. The reporter was unable to confirm if the pump's date was also resetting at the time the time reset. It is not known if the pump's time was resetting with battery change or pump reboot. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.